Event description:
According to the event description: on thursday (B)(6) 2024 a male patient in heart failure was prescribed 480mgs of frusemide over 24 hours. This was drawn up neat concentration which gave 48mls of solution. A braun driver was used with a braun bd plastipak 50ml syringe and braun connection tubing ref 5215035. Pump number (B)(6). The infusion was commenced at 17.30hrs and should have finished at same time on the next day. However the infusion finished at 20.00hrs when the pump was checked the screen stated dose 0.33mg/min, conc 480mgs/480mls and rate 19.8mls/hr. Both nurses involved are sure they input 48mls as volume to be infused and not 480mls. Thankfully the patient had no adverse reaction and his condition is fine.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: perfusor space. Article number: 8713030. Serial number/batch: (B)(6). Software version: n030005. Hours of operation: 10086. Further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files from the day of occurrence on (B)(6) 2024 was investigated. A bd plastipak was selected and the infusion started with a rate of 24ml/h. After 23 minutes the infusion was stopped and the syringe was extracted. No other abnormalities were found on the day of occurrence. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars were missing. The seal on the lower housing were damaged. The device shows age related signs of wear and tear but no visible damage was found. Functional inspection: a functional test was performed. The device passes the self-test. A bd plastipak 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. During the functional test, a malfunction of the display could be detected. Individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,79%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. Disassembling: the device was disassembled and the inside was investigated. No visible damage was found inside the operating unit. It could be found a broken claw mechanism (impact damage). Judgment: the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation.